Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately one month post implant, this lead was confirmed dislodged. The physician elected to surgically intervene and reposition the lead, at which time the helix was observed non functional, resulting in lead explant and replacement. Another lead was successfully implanted in absence of adverse patient effects and the explanted lead is intended to be returned for analysis.